Manufacturer narrative:
An event of patient's blood pressure dropping, cardiac arrest and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a successful valve deployment, and the valve was in a good position, but the patient had cardiovascular collapse and could not be resuscitated. Based on the information received, the root cause of the reported incident could not be conclusively determined but could have been as suggested by physicians, primarily due to the patient's co-morbidities or due to possible annular injury due to pre-dilatation. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was selected for an implant in a patient with a severe lv dysfunction (ef<20%). Due to physician request, pre dilation was performed twice in a row (after recovery of patient in between) with non-abbott device. After advancing the delivery system and upon arrival to deployment site, patient's blood pressure began dropping and deployment was rushed accordingly. Noradrenaline was administered as per physician request, yet patient condition rapidly deteriorated and cardiopulmonary resuscitation (CPR) took place for approximately 30 minutes until patient past away. During CPR, valve placement was examined and found to be optimal according to attending physicians. The cause of the death is unknown.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was selected for an implant in a patient with a severe lv dysfunction (ef<20%). Due to physician request, pre dilation was performed twice in a row (after recovery of patient in between) with non-abbott device. After advancing the delivery system and upon arrival to deployment site, patient's blood pressure began dropping and deployment was rushed accordingly. Noradrenaline was administered as per physician request, yet patient condition rapidly deteriorated and cardiopulmonary resuscitation (CPR) took place for approximately 30 minutes until patient past away. During CPR, valve placement was examined and found to be optimal according to attending physicians. The cause of the death is unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.